Manufacturer narrative:
Removed rfr nds2003. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 rtg0857995 (con): information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trail was initiated. It was reported that the patient was going through the trial for the bladder stimulator. Caller said the belt didn't stay on the first night and eventually last night the wires broke in half. Caller mentioned that there was probably a foot of wire left on the leads and they were crimped. During the call the caller was trying to connect the handset and communicator to the trial device and received the message "communication error, cable not attached, connect cable to external device, retry." Agent reviewed with the caller that the communicator was not needed for the trial and that the handset was not set up for an implanted system. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent sent an email to the local manufacturer representative (rep) in the area. An email was sent to the rep and the rep mailed back. 2025-aug-05 rtg0857995 x2 (con): additional information was received from the patient. They reported that the handset has shown: session timed out and asked if therapy turns off when that message shows up. Reviewed information. Caller added pt should have started the evaluation about 2 weeks ago. But it was not being used because the wires broke and the caller fixed the wires because they are an electrical technician and know how to solder. Caller said they put the wires back together. Caller provided product feedback and said the wires are brittle and horrible. Caller said the first full day of trial was yesterday. Caller said they will call the hcp and ask them to give them another week of trial. Redirected to hcp.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, product type: lead, product ID: neu_unknown, product type: unknown, product ID: neu_unknown_lead, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, product ID: neu_unknown_lead, b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trail was initiated. It was reported that the patient was going through the trial for the bladder stimulator. Caller said the belt didn't stay on the first night and eventually last night the wires broke in half. Caller mentioned that there was probably a foot of wire left on the leads and they were crimped. During the call the caller was trying to connect the handset and communicator to the trial device and received the message "communication error, cable not attached, connect cable to external device, retry." Agent reviewed with the caller that the communicator was not needed for the trial and that the handset was not set up for an implanted system. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Agent sent an email to the local manufacturer representative (rep) in the area. An email was sent to the rep and the rep mailed back.

Event description:
Additional information was received from the patient. They reported that the handset has shown: session timed out and asked if therapy turns off when that message shows up. Reviewed information. Caller added pt should have started the evaluation about 2 weeks ago. But it was not being used because the wires broke and the caller fixed the wires because they are an electrical technician and know how to solder. Caller said they put the wires back together. Caller provided product feedback and said the wires are brittle and horrible. Caller said the first full day of trial was yesterday. Caller said they will call the hcp and ask them to give them another week of trial. Redirected to hcp.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead product type lead product ID 3560019 product type accessory product ID neu_unknown_lead product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.